Event description:
Facility reported an internal blood leak (9th use). Estimated blood loss 200cc. No medical intervention. Hematocrit post incident was 33. Sample available for examination. Medwatch filed on bloodloss.